Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd needle ns 25ga 1in blt sq grd w/o shield experienced a mix of product types in a pack. The following information was provided by the initial reporter: operator found a 27 gage cannula (grey hub) mixed in a bag of 25 gage cannula (blue hub).

Manufacturer narrative:
Investigation summary: it was reported a gray component was within a bag of blue components. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a plastic bag with needle assemblies. One of the bags has a label that is not a bd label and these products are not shipped in plastic bags. These products are not in the original packaging, have been processed, repackaged and labeled somewhere outside of bd's control. A device history record review was completed for provided material number 301644, lot number 0157515. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A trend analysis was performed for the last twelve months for this material number and customer. This is the only complaint during this period. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that the bd needle ns 25ga 1in blt sq grd w/o shield experienced a mix of product types in a pack. The following information was provided by the initial reporter: operator found a 27 gage cannula (grey hub) mixed in a bag of 25 gage cannula (blue hub).